Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that had bent down to pick up a ball and got a sudden, super sharp pain where battery was in their hip. The patient indicated it felt like an electrocution and reported that the ins had shifted up half an inch and no longer in the same place anymore. The patient was feeling pain when bending down just half an inch and felt zapping when twisting and turning. The patient reported they have not been able to turn stimulation back on. Additional information was received. The patient needed to have ins charged up before surgery and was meeting with a manufacturer representative to do a 60 minute countdown. No further complications was reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.